Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm medium-large clip applier instrument to perform failure analysis. The instrument was analyzed and found to have a loose grip cable at the grip hub. The instrument failed the intuitive imprecise motion test. A clip test was performed and it failed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm medium-large clip applier instrument would not bend back and forth. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained following additional information: no fragment(s) from reported 8mm medium-large clip applier instrument fell into the patient's anatomy. Patient information was requested but, site could not provide it.

Event description:
Refer to h11 for follow-up information.